Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading, indicating possible device malfunction. It was reported that the pt's device had previously been programmed to off so that pt could undergo an MRI. Approx two weeks later, the pt was seen by neurologist to program the device back to on, but stimulation was reportedly not initiated due to the high lead impedance reading. X-rays did not reveal any obvious discontinuities in the ncp system, but did reveal that the implanting surgeon did not place the lead per MFR's recommendations in device labeling as no tie-downs were used to secure the lead. Further follow-up revealed that the pt was seen again by neurologist two weeks after first high impedance test result was obtained. Device diagnostic testing again resulted in high impedance reading (dc-dc code 7 and limit) and the pt reported that pt did not feel stimulation. It was reported that the pt's device had not been programmed back to on, but upon device interrogation, the device appeared to be programmed to 2.25ma normal mode output current and 2.50ma magnet mode output current. The pt has reportedly been referred to neurosurgeon for lead replacement surgery consult. Investigation to date has been unable to determine the cause of the high lead impedance reading. Lead break is suspected.